Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted aq2015a silicone aspheric three piece lens and the haptic broke. There was no pt injury, no sutures required. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.